Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient developed an infection around the ipg site. Itching, redness, and irritation were noted from the ipg site. It was confirmed that the infection was not device related. The patient was placed on antibiotics and was reportedly doing well.